Event description:
On 09/09/2025, it was reported that the user experienced repeated low blood glucose (bg) readings around 50 mg/dl each morning, which triggered ilet low glucose alarms. The user stated that they corrected the low with carbohydrates. The user contacted customer support to ask how to adjust their target range. The agent explained that such adjustments require medical professional approval and provided a link for advanced training (at) scheduling. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.